Manufacturer narrative:
The field service engineer checked the analyzer and found a cut probe tube. He replaced the probe tube and performed preventive maintenance. The customer ran calibration and quality controls with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys estradiol iii or elecsys hcg + beta assay on a cobas e 411 analyzer (rack system). The customer also mentioned quality control issues with multiple unspecified assays. The first patient sample, tested with estradiol iii, initially resulted in a value of >3000 pg/ml, accompanied by a data flag. The sample was repeated, resulting in a value of 1500 pg/ml, after dilution with an unknown dilution factor. The sample was then repeated on a different e411 analyzer, resulting in "normal" values. No specific result was provided. No questionable result was reported outside of the laboratory. The second patient sample, tested with elecsys hcg + beta initially resulted in a value of 2 miu/ml and repeated as 153 miu/ml on a second e411 analyzer. The initial result was reported outside of the laboratory and questioned. The repeat result was deemed correct. The estradiol iii reagent lot and expiration date were requested but not provided. The hcg + beta reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.